Event description:
Reporter indicated a vns patient presented at an office visit with high lead impedance. The physician also indicated the pt has not received any benefit from the vns therapy system. X-rays were taken and sent to the manufacturer for review. A gross lead fracture was visualized prior to the lead bifurcation. Follow-up with the physician revealed the pt has no axial body tone and cannot sit up. The pt is constantly falling over in her chair and the falls are bad. The physician believes one of the falls could have caused or contributed to the lead break. The physician also believes the lack of efficacy is due to the pt not receiving therapy because of the lead fracture. Good faith attempts to obtain additional info have been unsuccessful to date.

Event description:
Additional information was later received from the np who saw the patient in the clinic on (B)(6) 2012. The patient will be explanted (with no specific date known yet) due to patient not responding. The np again reported that the patient's vns was turned off a while ago, and the mother does not want the patient implanted anymore. Attempts for product information have been unsuccessful to date. Although explant surgery is likely, it has not occurred to date.

Event description:
Additional information was received from the company representative reporting that the patient's treating neurologist informed the surgeon in a letter that the patient had not experienced any significant change in seizures using either vns or medication. (Although, it is previously known that the device was turned off on (B)(6) 2008.) The letter also stated that the seizures have not gotten worse, and that the patient was discontinued off of medications. The patient is autistic and keeps grabbing at her generator and the mother would rather have the entire vns system out. At this time, it appears that the patient will have a generator and lead explant, however it has not occurred to date. Clinic notes dated (B)(6) 2012, were received from the referring neurologist's office which reported that the request to have her vns removed was furnished previously bus has not been acted on by her mother. She is currently on no medications having self-discontinued her medications. Her mother states that she has tremors throughout the day and drop attacks with inconsistent history stating occasionally four per week or four per day. The mother requests return to medication because she feels the patent has had some effect in the past.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Patient identifier, corrected data: the initial report inadvertently did not report this information. Dave of event, corrected data: the initial report inadvertently reported the date incorrectly. Suspect device implant date, corrected data: the initial report inadvertently did not report the date.